Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was not felt to have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker suffered from a cardiac arrest in the clinic and was transferred to the emergency room. Review of stored device memory noted no stored episodes that correlated with the patient symptoms. The presenting electrogram (egm) showed that the patient was in atrial fibrillation (af) with ventricular pacing likely at the fallback lower rate limit. Boston scientific technical services (ts) recommended further review. No additional adverse patient effects were reported. This product remains implanted and in service.